Event description:
It was reported that an unspecified surgical procedure the motor on a battery-powered handpiece intermittently failed; it stopped working during use and later resumed functioning when disabled. A support person entered the surgery room and, after donning sterile attire, reported that plates were needed. The plates and four additional boxes of supplies were already in the room but were not recognized as required for the procedure. Once the surgery started, the support person observed the incident. Staff used a clinic motor and a bullet to continue the surgery. The malfunction caused a delay, increased anesthetic time for the patient, and created discomfort for the surgical team. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.h10 additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.